Event description:
Approximately seven months post index procedure, the patient presented to the emergency room with complains of dizziness, left temporal headache and blind spots in the right eye. The patient developed the symptoms after returning from dialysis. A head CT without contrast was subsequently performed which revealed no acute intracranial processes. A carotid duplex study was also performed which revealed a patent left carotid artery stent. Neurology was consulted and there was right upper quadranopsia which was complete and a right lower quadranopsia which was partial. The clinical impression was that the patient had experienced a left temporal cerebral vascular accident which affected the meyer's loop on the distribution of the posterior branch of the left mca. The results revealed an acute non-hemorrhagic left lateral occipital infarct without mass effect. The patient was enrolled in (B)(4) study with a lesion in the left proximal internal carotid artery. An angioguard was delivered and a precise stent was successfully implanted. There was 20% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
The adjudication minutes received 9/16/2010 agree with the previous diagnosis of a non-ipsilateral ischemic stroke. Original reports noted that the patient experienced right visual field deficits while the stent had been deployed in the left internal carotid artery. However, new information notes that on (B)(6) 2009 a brain MRI/mra was performed. The results revealed an acute non-hemorrhagic left lateral occipital infarct without mass effect. The patient is a (B)(6) man with a history of cva, tia, cad, ptca, abnormal stress test, dyslipidemia, hypertension, former smoking and dialysis-dependent renal failure. On (B)(6) 2008 he underwent the index procedure with delivery of the angioguard and placement of one precise stent in the left proximal ica. The site reported a 20% final residual stenosis. Pre-procedure on (B)(6) 2008 the nih stroke scale score was 1. The rankin score was 0. Post-procedure on (B)(6) 2008 the stroke scale scores were unchanged. The patient was discharged on (B)(6) 2008 on asa and clopidogrel. On (B)(6) 2008, the 30-day office visit was completed. The nih stroke scale score was 0. The rankin score was 0. On (B)(6) 2009, the patient presented to the emergency room with complaints of dizziness, left temporal headache and blind spots in the right eye. He initially experienced the symptoms on (B)(6) 2009 after returning from dialysis. A head CT without contrast was subsequently performed which revealed no acute intracranial processes. A carotid duplex study was also performed which revealed a patent left carotid artery stent. On (B)(6) 2009, neurology was consulted. The neurological examination was unremarkable except for the following clinical findings: there was a right upper quadranopsia which was complete and a right lower quadranopsia which was partial. The clinical impression was that the patient had experienced a left temporal cva which affected the meyer's loop in the distribution of the posterior branch of the left mca. There was the possibility of thrombo-embolic phenomenon. On (B)(6) 2009, a brain MRI/mra was performed. The results revealed an acute non-hemorrhagic left lateral occipital infarct without mass effect. The site reported that on (B)(6) 2009, the patient experienced an ischemic stroke with neurological deficits lasting > 24 hours and with partial recovery. The patient was discharged on (B)(6) 2009 on asa, extended-release dipyridamole and clopidogrel. On (B)(6) 2009, a neurology follow-up visit was completed. The patient had a residual right upper quadranopsia. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13282634 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. As endorsed by 2009 guidelines from the american heart association and american stroke association (aha/asa) ischemic stroke is defined as an infraction of central nervous system tissue. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Eighty percent of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that the patient's extensive medical history may have contributed to the reported events.

Manufacturer narrative:
Additional information was received and the event date was updated to (B)(6) 2009.